Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and discovered a leak from the wash/vacuum probe. The fse indicated that the leak was contained within the instrument and proceeded to clean the leak. The fse determined that the cause of the leak from the wash probe and the failing water blank errors is attributed to the reagent bead being lodged in the wash/vacuum probe. The fse removed the reagent bead from the probe to resolve the issues and no further leaks or error messages were observed. (B)(4).

Event description:
The customer reported that the unicel dxc 600 pro synchron system generated failing water blank errors. Customer technical support (cts) assisted the customer with troubleshooting over the telephone but the issue was not resolved and a field service engineer (fse) was dispatched to the customer's site. The customer was wearing personal protective equipment at the time of the event and there was no report of injury. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.